Event description:
It was reported that the patient had an infection at the device pocket. The physician explanted the device and extensions earlier this week and decided to remove the leads this afternoon. Additional information has been requested, and when received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3708660, serial # (B)(4), product type extension; product ID 3708660, serial # (B)(4), product type extension; product ID 3387s-40, lot # va01k4q, product type lead; product ID 3387s-40, lot # va01k4q, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.